Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer has provided the data files for investigation. To troubleshoot, the customer repeated the sample and reviewed sample handling with the operators and that they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for one patient run on two rp 500e instruments. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: the performance of the rp500 system and thb sensors in question was found to be well within specifications. The cooximetry unit was found to be working as intended with no system errors recorded. The sample in question didn't have any interference detected and all the sample quality parameters passed system checks. Thb results are susceptible to sample mixing and handling. It would be the most likely cause if the thb result is deemed as discrepant, but it could not be confirmed from the data reviewed.